Event description:
A hosp in another country reported to us that an airway pressure line tube from the rt116 breathing circuit detached from its connector, which then connects to the breathing circuit. No pt harm was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. No info to date. Investigation still underway, no results to date. No conclusion can be made at this time.